Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer charging port. Customer¿s blood glucose value was 122-123 mg/dl. Reportedly, the alert cleared after the customer charged the pump with an wall adapter.